Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported that the device exhibited "motor not working" error. Patient involvement is unknown.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the c9 cap was loose on the interconnect board. The tamper seal was not broken. Review of the event history log (ehl) showed motor not running error. A flow test was performed and the reported issue was duplicated. The cause of the reported issue was due to the main board not being seated into the extrusion grove. As a result, the main board was installed into the extrusion grove. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(6).